Manufacturer narrative:
Customer service responded via email with troubleshooting tips for the harmony breast pump (B)(6) 2022, and requested some additional information that was needed to resolve her issue. The customer responded via email with the additional information and the part she was requesting to be replaced. Customer service sent the customer a replacement part for her harmony breast pump. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis approximately 6 weeks postpartum while using the pump in style max flow breast pump. Additionally she stated that she was prescribed cephalexin both times. The customer also indicated that since she switched to the harmony breast pump she has not had mastitis and the harmony is working well for her. The complaint handler encouraged her to contact customer service to resolve her issue with the pump in style max flow. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) % for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged via email that she had the pump in style breast pump and she suffered from mastitis twice and had to be medicated. Additionally, she alleged that in order to heal from several bouts of nipple blisters, cracks and bleeding, she purchased a harmony manual breast pump, which was a life saver. The customer alleged that she needed assistance and guidance on the harmony pump and attached pictures of the of the upc and product number.